Event description:
Boston scientific received information that this lead was ¿broke¿ and that there was a high out of range shock impedance measurement of greater than 125 ohms. The lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead was kept by the pathology department in the hospital and a field representative will try to have it saved. This event will be updated should further information come in and/or the lead get returned for analysis.